Manufacturer narrative:
Two images were submitted for analysis and indicated that noise was present on the "abl d" waveform when the irrigation pump was turned on; however, the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, signal artifact was noted on the ablation signals and troubleshooting resulted in a prolonged procedure. When the irrigation pump was turned off, the signal artifact disappeared. Multiple troubleshooting efforts were conducted, including exchanging the irrigation pump, but the signal artifact remained. The irrigation pump was stopped each time to look at the signal and then the irrigation was started again when ablating. The procedure was still completed and there were no adverse consequences to the patient.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The images submitted with the returned device appear to show noise on the ¿abl d¿ signal when the pump was on and no noise when the pump was off. Electrical testing of the returned device determined electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. However, a simulated ablation test was conducted and noise was present on the distal bipole during ablation, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.